Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps instrument involved with this complaint and completed the device evaluation. Failure analysis found the instrument had the main tube broken. A piece measuring approximately 0.128¿ x 0.254¿ was not returned with the instrument. The entire distal end of the instrument was hanging off to the side of the main tube installation area. No signs of thermal or cable damage were found. The instrument had 12 uses remaining. This type of failure is most commonly associated with mishandling/ misuse.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure, the prograsp forceps instrument was next to the shaft and no longer usable. The instrument had to be broken to remove the trocar. The procedure was completed with no reported injury.